Event description:
Asr revision reported via sales rep, asr xl, right. Asr revision, elevated ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Event description:
Update rec'd 1/22/2015- user facility medwatch received. "Patient had revision of right total hip replacement for removal of a depuy asr recalled implant. Elevated ion levels and adverse reaction to metal also noted. Components identified as follows: uni femoral implant, ref 9998-90-247, lot 2643395, size 47; acetabular cup, ref 9998-00-754, lot 2613368, size 54". Doi provided. Invoice located. Part/lot information updated. There is no new additional information that would change the outcome of the investigation.